Event description:
It was reported that the right ventricular (rv) his bundle lead was unable to capture at maximum output. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.